Event description:
It was reported that during inspection the device does not get charged, the green light of the charging cable does not turn on. No harm or injury reported.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned for evaluation. This evaluation was not able to establish a relationship between the failure reported and the device. The visual inspection found no defects, and the functional evaluation found no fault. The device was fully tested and performed within expected parameters. The device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances. The described failure mode, failure to charge, can potentially be caused as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced, along with details on charging of the device, this is detailed within the instructions for use. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.